Event description:
(B) (4) clinical trial. Same case as: 2134265-2010-02069. It was reported that post a coronary artery stenting treatment procedure, the stent was under expanded. The 70% stenosed target lesion being treated, located in the proximal left anterior descending (lad), was 14mm long with a reference vessel diameter of 3.3mm. During the index procedure, the lesion was treated with direct stenting of (4.00x12mm and 4.00x8mm) taxus liberte stents. Post-dilation was performed. Residual stenosis was 0%. Post-stent deployment use of the intravascular ultrasound (ivus) revealed both stents were under-expanded. An intervention was performed with the use of a non-compliant balloon. Final treatment outcome was confirmed via angiography. The patient was discharged 1 day post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as: 2134265-2010-02069. It was reported that post a coronary artery stenting treatment procedure, the stent was under expanded. The 70% stenosed target lesion being treated located in the proximal left anterior descending (lad) was 14mm long with a reference vessel diameter of 3.3mm. During the index procedure, the lesion was treated with direct stenting of (4.00x12mm and 4.00x8mm) taxus liberte stents. Post-dilation was performed. Residual stenosis was 0%. Post-stent deployment use of the intravascular ultrasound (ivus) revealed both stents were under-expanded. An intervention was performed with the use of a non-compliant balloon. Final treatment outcome was confirmed via angiography. The patient was discharged 1 day post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B) (6). (B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).